Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. A baxter technical service representative (tsr) assisted the home patient (hp) to cycle the power of the hc to clear the alarm and advised the hp to start over with new supplies. During troubleshooting, it was found that there was an incomplete prime. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.